Event description:
It was reported that the 4/30 mm xpert stent was observed to be partially deployed 1-2 mm when the stent delivery system was removed from the packaging. The device was not used on the patient. Another xpert stent was used to complete the case successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The partial premature deployment was unable to be confirmed as the stent was completely deployed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.